Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent reported the cannula was not properly inserted into the patient¿s skin. The pod had been worn between 5 and 24 hours. Upon removal of the pod, they noticed that the cannula was completely outside of the body. The parent also noted the pink slide had not moved forward, which could indicate a needle mechanism failure. As treatment, a new pod was applied. There was no medical assistance required.